Event description:
Ge amx 4 portable x-ray unit, while plugged into a wall receptacle charging batteries, was reported having a burn smell emitting from the unit. While patients were in the area this incident did not affect any of them other than the smell of the burning plug.